Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n335806, implanted: (B)(6) 2012-07, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type :lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) sometimes shut down on its own even though it wasn¿t close to depleted. It was noted that the problem started within the last three months and the patient confirmed that the lightning bolt icon was absent from the patient programmer screen each time this occurred. It was later reported that there were diagnostics performed and contact 8 had impedances of greater than 10,000 ohms. It was noted that this contact was not being used. It was reported that the programs worked and the patient was receiving effective therapy. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that it was assumed all was well as the patient had not reported back and the health care professional had not reported to say it was not.

Manufacturer narrative:
(B)(4).